Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information provided: "it was reported that the clamp broke while being attached to handle. Replacement needs to be shipped". The product was returned to depuy synthes for evaluation. Visual inspection revealed one prong broken from the version indicator. Device had signs of usage on its overall surface and the broken portion was not returned for evaluation. No other anomaly was identified on the device surface. The observed damage can be traced to an unintended use error by usage of excessive force in a prying motion or by trialing with the device in a misaligned or off-axis position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. As per inhance¿ shoulder system ¿ surgical technique, page 15, 18, 19, 23 and 25, the next precautions need to be followed: 1) place the version indicator on the side of the mating component (humeral stem pin punch/stem inserter), which matches the patient¿s operative side and, with slight pressure, clicking it onto the top of the mating device; 2) adjust the version indicator as indicated for each mating component assembly, where a side-to-side movement is needed for the humeral stem pin punch assembly; and a rotation movement, for the stem inserter, considering the version indicator about the axis of the inserter until the desired version has been selected. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the version indicator would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.   H11 additional narrative: added: d9.   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clamp broke while being attached to handle.